Event description:
Healthcare professional reported "recurrent episodes of seroma, large-volume repeat seromas, voluminous net collection, breast swelling and unswollen, suspect of alcl, the implants have turned, capsular contracture baker grade IV, thick capsule". Healthcare professional later reported "presence of a large fluid collection, late seroma, thickened capsule, capsular contracture, hardening, axillary lymph nodes, small lymph nodes in the axillary regions, suspected cancer bia-alcl, increase in breast volume and apparent asymmetry". Healthcare professional later reported "capsular contracture baker grade IV, seroma, asymmetry, hardening and swelling". This record is for the left side. Device remains implanted. No biomarkers had been provided. Patient received diprospam as treatment.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2018-06041. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade IV.